Manufacturer narrative:
The pod was received fully deployed. A leak was observed during the leak test, originating from an external tear in the soft cannula just beyond the bevel in the formed needle. The timing and cause of the tear to the exposed portion of the soft cannula cannot be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of returned device revealed a tear in the external cannula. It was initially reported the patient's blood glucose level rose to above (B)(6) while wearing the pod between 36 and 48 hours. The patient mentioned the insulin was leaking during wear, and blood glucose levels were not going down with correction bolus. As treatment a new pod was activated.